Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a distal left anterior descending (lad) coronary artery occlusion. Two unspecified drug eluting stents were implanted in the proximal lad and balloon dilatation was performed in the distal lad. Following, a perforation occurred in the distal lad. A 2.8x16mm graftmaster stent was implanted in the distal lad without reported issue, sealing the perforation after prolonged balloon inflation was performed. Per physician, the graftmaster did not cause or contribute to complication or adverse events. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.